Manufacturer narrative:
UDI for gore® excluder® internal iliac component hgb161007/17326575: (B)(4). The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and an aneurysm of the common iliac artery and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. After having deployed a gore® excluder® iliac branch endoprosthesis (B)(4) in the intended location, the device catheter was forcelessly retracted back into the sheath. When the device catheter had been removed from the patient, it became evident that the leading olive had completely separated from the catheter, but was found to still reside on the guidewire inside the patient. It was therefore concluded that the olive separation occurred during the retraction movement of the catheter. No calcification or vessel tortuosity was reported. During the subsequent attempt to retrieve the olive the guidewire was moved, resulting in the olive sliding off the guidewire and into the patient¿s internal iliac artery. The physician elected to not retrieve the olive and it was moved into a side branch of the hypogastric artery. The patient tolerated the procedure.

Manufacturer narrative:
The gore® aortic excluder aaa iliac branch endoprosthesis hgb161007/17326575 was returned to gore and an engineering evaluation was performed. During the investigation, blood was found on the device. The leading end of the catheter had separated from the catheter body at the trailing olive and the device had been deployed off the catheter. There were imprints of the polyimide guidewire inside the trailing olive indicating that the olive had been bonded to the polyimide guidewire lumen. The guidewire lumen had pulled out of the trailing olive bond on the catheter. The findings from the evaluation are consistent with the physician¿s observations. The cause for the damage to the delivery catheter could not be determined with the currently available information.